Event description:
Customer reported device has no power with batteries or adapter. Customer stated there is corrosion in the battery compartment. No treatment was received. A request was made for return product and replacement product was sent.